Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was failed when an employee attempted to access medications secured behind it. The failure occurs during the latch release process, prevented access to the medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer attempted to verify the reported failure but was unable to reproduce the issue, replaced the interconnect cable as a preventive measure to rule out any potential connectivity concerns, given that the rest of the locking assembly had already been replaced. The system functioned as intended when the field service engineer repaired the device.